Event description:
It was reported that during a lobectomy procedure, the jaw did not function properly at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/27/2009. Information anticipated, but unavailable at this time.